Manufacturer narrative:
Investigation results completed on a smith medical cadd legacy 6400 pump. The complaint on error code 1320 was revealed in the event log. Testing confirmed complaint and this was isolated to fluid ingressions. Actions taken to replace microprocessor unit board. Unknown cause event. No problems are revealed in the DHR prior to release of device

Event description:
Information received a smith medical cadd legacy pump alarmed lec 1320. No patient involvement.